Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 03/26/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that there were power issues. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they received error 110.6021 on startup signaling stuck keypad key; front case w/ keypad replaced. Software version as found 9.33.1; as left 9.33.1. Rear case cracked along top left and right corners and dome; rear case replaced. Logic board had corrosion on multiple components throughout; logic board replaced. Power supply board had corrosion on multiple components throughout; power supply board replaced. Iuis had corrosion on pins; iuis replaced. Power cord missing; power cord replaced. Handle missing; handle replaced. This device is being returned with the non-standard battery removed, because this battery has not been approved for use in this device. The device has been tested with an alaris products-approved battery. Please use only batteries approved by carefusion alaris products, due to battery manager requirements and the thermostat contained in the battery assembly. The use of non-standard batteries may negatively impact the performance of the devices and may void the warranty. Battery replacement should be performed only by qualified service personnel while the instrument is not in use. Please refer to the disassembly/reassembly section of the service manual for battery installation instructions. A review of the device history record showed the device had a manufacture date of 03/26/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to stuck key of the front case assy w/ keypad 8015ls a review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2018-0161 for iui damages.

Event description:
It was reported that there were power issues. There was no patient involvement.